Event description:
Additional information received from the manufacturer representative (rep) reported surgical intervention to move the pump in a good place occurred to resolve the event. It was confirmed the pump flipped and the issue was resolved. The drug and concentration in the pump was "impossible to know".

Manufacturer narrative:
(B)(4).

Event description:
It was reported 10 days after pump implant, the healthcare professional (hcp) could not "pair the patient programmer to the pump. The hcp has tried 3 different personal therapy managers (ptm). Telemetry with the pump was possible at the start of the call with a physician programmer, but by the end, telemetry with the pump was not possible anymore. The settings of the pump were "ok" (continuous mode, active bolus patient). The hcp tried several times to pair and unpair the ptms, but the screen always displayed that the programmer could not find the pump. X-rays of the pump were performed due to suspected pump flip. The hcp confirmed the pump was flipped after the x-rays were performed. There were no scheduled or planned interventions reported. The drug in the pump was not reported. The patient's status was listed as "alive - no injury" but the outcome of the event was not reported. There were no patient symptoms reported.